Event description:
Same case as MDR ID: 2134265-2013-01892. (B)(4) clinical study. It was reported that during a percutaneous transluminal angioplasty the patient experienced chest pain and st segment elevation. The 90% stenosed, 28mm long, 2.75mm reference vessel diameter target lesion was located in mid left anterior descending artery (lad). The target lesion was predilated with unspecified balloon catheter and a 28 x 2.75 mm taxus liberté stent was advanced and deployed. Following post deployment, pinching of first and second diagonals were noted which was treated with kissing balloon angioplasty. The target lesion was post dilated with 30% residual stenosis noted in the 1st diagonal and no residual stenosis in the 2nd diagonal. The procedure was completed with this device and the patient was discharged the same day on aspirin and prasugrel therapy. In (B)(6) 2012 the subject presented with left side chest pain radiating to left arm and jaw and the subject was diagnosed with nstemi. The subject was hospitalized on the same day. At the time of event, the subject was not taking aspirin and the subject was not on the study drug during this event. The study drug was last taken approximately 17 days prior to this event. An angiography was performed the following day which revealed 80% stenosis in distal lad. This was treated with pre-dilatation and placement of a 2.5 x 28 mm promus drug eluting stent which resulted in a distal edge dissection with 50-70% residual stenosis. This was treated with placement of a bail out 2.25x12mm promus drug eluting stent. No significant residual stenosis was noted. In addition, a non-target lesion, 80% stenosis extending from mid rca to distal rca, was treated with pre-dilatation using a 3.00 x 20 mm apex balloon and placement of a 3.50 x 38 mm promus drug eluting stent with "favorable angiographic result." During pre-dilatation, the subject experienced st-segment elevation and chest pain. The patient was discharged approximately 2 days later on aspirin and effient.

Manufacturer narrative:
(B)(6). The complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).